Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with dry liquid spots on lcd window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. No moisture damage inside insulin pump noted.

Event description:
It was reported that the customer's display screen on the insulin pump has spots and they are unable to see the screen. Customer's blood glucose level at the time 81mg/dl. Advised insulin pump would be replaced. No additional information is provided.